Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that system was having issues opening/closing. No patient was present at the time of event.

Manufacturer narrative:
(H3,h6) medtronic representative went to the site to test the imaging system and observed and confirmed door unable to open and close. Damaged door switch discovered and replaced. System rehomed. Door open and close tested multiple times. No calibrated instruments used in this repair. System checkout ok as per manual. System ready for clinical use. B02, g02004 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000166, serial/lot #: (B)(6), ubd: UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.